Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported torn/separated polymer material was confirmed. Based on the visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that prior to use the pilot 50 guide wire tip polymer was noted to be torn and damaged. The device was not used. There was no patient involvement or a reported clinically significant delay in the procedure. A second pilot 50 guide wire was used in the procedure without reported issue. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.